Manufacturer narrative:
A ge oec service rep investigated this issue and could not duplicate the malfunction. However, on evaluation of the system, arcing of the high voltage candlesticks at the x-ray tube was noted (probable issue causing malfunction). The hv cables were cleaned and re-greased. The system was released to the customer for use. There was no patient info available from the facility with repsect through this issue. No inury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system intermittently would not display a picture on the monitor.